Manufacturer narrative:
Device 2 of 5. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Additional information was requested but, complainant was only able to provide the product name. Complainant was unable to provide the model number, lot number or product sizing information. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the product "precut hole is off center". The product was not used, no harm reported. No photograph depicting the reported complaint issue was submitted by the complainant.